Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved ventricular during release and severe paravalvular leak (pvl) was noted. Both paddles of the valve were snared in an attempt to pull the valve to the proper implant depth but the valve was pulled out of the annulus into the descending aorta where it remains implanted. A non-medtronic valve was successfully placed in the annulus. The patient was reported to be doing well following the procedure. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.